Manufacturer narrative:
Company representative advised the customer to correct the problem by clearing the system's error logs and server. Communication was reestablished.

Event description:
Customer reported a communication loss between the panorama central station and ambulatory telepacks. No patient injury was reported.